Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of huye1993 showed (B)(4) other similar product complaint(s) from this lot number. The complaints for this lot number (huye1993) have been reported from the same (B)(4) facility.

Event description:
It was reported that the bard button was stressed and broke off into the patient's stomach. The device was removed and replaced. This report addresses event one.